Event description:
The customer reported having high blood glucose for the past three days and the insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 224mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the self and manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.